Event description:
The patient reported an elevated creatine kinase-mb (ck-mb) result for one patient's sample involving unicel dxi 800 access immunoassay system. This is report number two of two referencing system (B)(4). The elevated result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) went to the facility and assessed the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2008. The fse observed the sample wash tower nozzle clogged with gel and replaced the nozzle. The fse completed preventive maintenance (pm). The fse performed repair verification per established procedures. The unit confirmed to published performance specifications. Indication data provided by the customer supports pre-analytical factors as a probable cause. The customer advocate discussed sample handling collection and advised the customer not to re-spin samples in the primary tube. The customer stated many samples are drawn by nurses or phlebotomy. The customer stated although the staff has been trained, it is difficult to ensure all employees are handling samples accordingly at all times. The customer advocate sent additional information to the customer on sample handling. The sample was collected in bd lithium heparin plasma with gel. The customer could not provide specific details regarding collection, only that the samples were likely collected in the emergency room (ER) by nursing staff. The sample was a full draw. The sample was processed and sampled from the automation line. The sample was stored refrigerated between testing. Prior to the third repeat, the sample was recentrifuged in the primary tube. On (B)(6) 2008, creatine kinase-mb (ck-mb) was recalibrated. Calibrator values showed good precision. Three levels of quality control (qc) were tested prior to the event resulted within the customers established range. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-02122.